Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise, polarity switch with fraying on the leads. The leads will be explanted and replaced. No patient complications have been reported as a result of this event.